Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device. A visual assessment was performed which confirmed that the bearings were damaged and would not allow a burr to pass through the bore. Therefore, the reported condition was confirmed. The assignable root cause was determined to be normal wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during a functional endoscopic sinus surgery (fess) with a modified lynch procedure, it was observed that the attachment "had worn bearings preventing insertion of burrs." The user attempted to use two burr devices with the initial attachment but was unsuccessful. It is unknown if there was any delay in surgery. There was an identical spare device available for use and the same burr devices were used with the spare attachment successfully. There was no patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.